Manufacturer narrative:
The additional proglide device [the one referenced in the medwatch] is being filed under a separate medwatch report number. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Sus voluntary event report mw5093079 received that states: "while using a proglide perclose device to suture the right common femoral arteriotomy site, the suture broke causing a retroperitoneal bleed." Subsequent to the initial sus voluntary event report additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 5fr sheath, after atherectomy and drug-coated balloon angioplasty procedure. Reportedly, a suture break occurred with the proglide device. Manual arterial compression was held the first sign that the blood pressure was dropping. The left common femoral artery was cannulated and a stent was placed in the right external iliac artery, sealing the area of bleeding and resolving the situation. An additional proglide device was used to achieve hemostasis. The patient was kept overnight for observation. There was a reported clinically significant delay in the entire procedure. The patient returned 9 days post procedure complaining of right leg swelling and pain. Computed tomography showed a retroperitoneal hematoma, but no active leaking. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The reported patient effects of hematoma and pain are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.